Event description:
It was reported by service report that the scale was not weighing properly. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Faulty load cell and scale board.